Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. One used catheter was returned. The inner catheter was noted to transition with ease into the outer catheter. The distal end of the inner catheter appeared to be cut and was noted to be 7.0cm in length. Otherwise, the returned product is visually within specification. There is no evidence to suggest that the product was not made to specification. A definitive root cause could not be determined. The appropriate internal personnel have been notified of this event. The investigation determined that no further risk reduction activities are required at this time.

Event description:
During an embryo transfer procedure, the outer catheter was placed very smoothly and when doctor proceeded to pass the inner catheter (already loaded with the embryo), it got stuck in the outer catheter. The user attempted to pass the inner catheter again with a new outer catheter. However, this one became stuck as well. The same occurred during a third attempt. The user states there was clearly an problem with the inner catheter. Almost 45 minutes was spent attempting to remove the embryo from the inner catheter. Putting a risk of losing this embryo. The user finally had to cut the distal part from the inner catheter to remove the embryo. A section of the device did not remain inside the patient's body.

Event description:
During an embryo transfer procedure, the outer catheter was placed very smoothly and when doctor proceeded to pass the inner catheter (already loaded with the embryo), it got stuck in the outer catheter. The user attempted to pass the inner catheter again with a new outer catheter. However, this one became stuck as well. The same occurred during a third attempt. The user states there was clearly an problem with the inner catheter. Almost 45 minutes was spent attempting to remove the embryo from the inner catheter. Putting a risk of losing this embryo. The user finally had to cut the distal part from the inner catheter to remove the embryo. A section of the device did not remain inside the pts' body.

Manufacturer narrative:
(B)(4). The event is currently under investigation.